Manufacturer narrative:
Date received by manufacturer on the initial report should be december 7, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). . Additional narrative: if information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Saline residue was present in the suction tube, indicating the device was use. Active tip seems to be in good condition. The electrode was connected to a test generator. Default settings were displayed, indicating the test generator recognized the electrode. Via functionality testing (activation of electrode) using a test footswitch, both the coagulation and ablate modes were nonfunctional. Only a tone sound was heard. This device will be forward to the supplier (gyrus) for further evaluation. The device failed the active continuity test, possibly a problem within the active circuit. The device was functionally tested no coagulation nor ablation occurred at the active tip. The original complaint can be confirmed. It can be confirmed that the returned device is faulty, and that there is no activation possible. The device had no active continuity between the active tip and the active connection on the plug. The investigation has found that the root cause for this is a poor connection across the active crimp within the handle. Root cause for this failure was investigated via supplier CAPA and determined to be a poor connection across the active crimp within the handle due to the crimp joint design. A design change is being implemented via supplier CAPA. The proposed design change will involve replacing the active wire crimp connection with a soldered connection. As part of the design change, the complaint rate was evaluated and determined to be within acceptable limits. Therefore, the benefits outweigh the risks associated with the device; design change was implemented as product enhancement. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a hip scope procedure the customer's vapr s90 electrode 4.0mm suction with integrated handpiece worked fine in the beginning of the case then stopped working. The sales rep stated the surgeon tried restarting the generator a couple times and the device still would not work. The procedure was completed with a second electrode using the same generator with no harm to the patient or delays to the case. The generator setting were set to default, neptune was used for suction, the device was not buried in tissue, and the electrode was not a reprocessed device. The sales rep did not know if the device was used continuously or intermittently and how long the device was in use before it stopped working. The sales rep was not present for the case therefore could not provide any further information. The device will be returning for evaluation.